Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in spain who received morphine via an implantable pump. The concentration and dose were not provided. As reported, post operatively, on (B)(6) 2017 during the refill, the pressure valve was activated after emptying the predicted amount of drug, when there was 5 ml to fill the pump. The physician emptied the pump several times trying to fill the 20 ml of drug. They change the syringes and the refill kit twice during the process. After ¿some¿ attempts, the pump was completely blocked and continued in this state the following day during the replacement. There was no injury to the patient. Although ¿no actions required¿ of the event were reported, a pump replacement occurred on (B)(6) 2017. The patient outcome was reported as ¿ok. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received. There were no contributing factors that made the hcp suspect the cause of the problem. The hcp had never seen anything like the issue in his professional life.

Manufacturer narrative:
Pump analysis interrogation revealed the pump delivered morphine 10 mg/ml at a dose of 0.481 mg/day. Further, analysis verified the alleged issue with the pump¿s fluid path. Analysis revealed a reservoir access issue with an undetermined cause. If information is provided in the future, a supplemental report will be issued.